Manufacturer narrative:
: Device was used for treatment, not diagnosis. (B)(4). Implant date reported: (B)(6) 2013. Explant date reported: (B)(6) 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The validity of this complaint is based on device history record review only as no product was returned for evaluation (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported that the patient was treated with an external fixator in (B)(6) 2013 for an open distal tibia/fibula fracture. Final definitive treatment was performed in (B)(6) 2013. A cast was applied at first post-operative visit and patient was lost to follow up. In (B)(6) 2014 the patient went to another hospital to have the cast removed. A scab was removed over the distal tibia to reveal an open wound and exposed hardware. The patient was transferred back to the implanting hospital and surgeon. The patient was scheduled for hardware removal. All hardware removed successfully and intra-operative x-rays revealed that the tibia was healed. The fibula hardware remains intact. This report is 1 of 3 complaint (B)(4).

Manufacturer narrative:
Additional information: the results of the manufacturing review indicate that the part as received was in good condition with some surface scratches on the top of the plate. There was no apparent damage to the head holes or body holes or threads. Since there was no damage to or failure of the plate and the tibia was healed, measurements of the plate were not taken. (B)(4).